Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A review of the event history log revealed multiple events of system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. During evaluation it was observed that the lower link switch was damaged which was the determined cause of the condition. The lower auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.